Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic surgeon reported that valved trocars leaked during several vitrectomy procedures. The staff used plugs to resolve the issue. The procedures were completed with no patient harm. Additional information and product samples have been requested.

Manufacturer narrative:
Evaluation summary: various opened trocar samples were received in a biohazard container, along with other items; therefore, the trocar samples were not able to be tested. For this complaint file, the final customer lot was identified. A device history record review for each of the component lots was conducted. The lots had no anomalies found based on the device history record reviews. The product was released based on the product¿s acceptance criteria. The samples were not able to be tested and the device history record review of the lot number provided indicated product was released according to the product¿s acceptance criteria, therefore the root cause for the defect experienced by the customer cannot be determined. Due to not being able to determine an exact root cause for this complaint, a specific action could not be assigned for the reported event. In order to improve performance of the valves an investigation was opened. Complaints are reviewed and monitored at regular intervals to evaluate effectiveness of actions taken. (B)(4).